Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was tested for downstream occlusion detection with passing results, however further evaluation was not conducted due to the symptom "failed upstream occlusion test" being over looked during the service process. The device was tested and recalibrated to ensure accurate occlusion detection.

Event description:
It was reported that a spectrum pump failed the upstream occlusion test. It was also reported that there was no patient involvement.